Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump was sticky. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that backlight was dim and lost some brightness. Insulin pump rejects new batteries and plastic chips off while changing reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device received with all operating currents within spec and passed a21 error test, rewind and displacement test. No unexpected failed battery alarm anomalies noted. During back light check no unexpected issue were noted. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).